Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6), however,transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed a review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window.  The allegation was. The probable cause was a defective transmitter.the reported event of signal loss is reportable based on allegation found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.